Event description:
It was reported that during central processing, the prograsp forceps instrument had a disconnected conductor wire/ black wire. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a broken cable was observed on the instrument, however no material was missing or detached from the portion of the device that enters the patient's body. No other functional issues were observed.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.